Event description:
The hospital reported they experienced a total loss of image during procedure. The image was unable to be retrieved and the procedure was completed with the use of another similar endoscope. There was no allegation of harm.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation found user's experience was caused by a failure of the charge coupled device unit.